Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric bypass, while creating gastro jejunostomy, the anvil did not tilt. After a complete squeeze of the stapler and when opening the anvil, a crunch sound was heard until click occurred. Surgeon over sewed the anastomosis to resolve the issue and to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The orvil anvil head is not moving. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.